Event description:
International customer reported that the tip of the needle broke during a c-section. All fragments were retrieved. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/06/2009. Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form.